Event description:
It was reported that during measurement of the lumens prior to treatment, lumen # 3 was 6 mm longer than the other lumens. The lumen did not appear to be compromised and the treatment proceeded with the plan to rotate the catheter so that lumen # 3 would be utilized to a lesser extent. There was no pt injury.

Manufacturer narrative:
Lot number was unknown. Therefore, a manufacturing record review could not be performed. The device was not returned for evaluation. The investigation is on-going.